Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and due to not receiving the product, a medical event occurred. The customer initially reported on (B)(6) 2022, that the adc freestyle libre 2 reader would not turn on with the button pressed or with the test strips inserted. A replacement device was ordered however, the replacement product was not received. The customer called back on (B)(6) 2022 to report that due to a delivery issue involving the replacement product, they were unable to monitor their blood glucose and as result, the customer became hypoglycemic and experienced a symptom of dizziness. The customer was unable to self-treat and received treatment of insulin (type/dose unknown) injection by a healthcare professional for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and due to not receiving the product, a medical event occurred. The customer initially reported on (B)(6) 2022, that the adc freestyle libre 2 reader would not turn on with the button pressed or with the test strips inserted. A replacement device was ordered however, the replacement product was not received. The customer called back on (B)(6) 2022 to report that due to a delivery issue involving the replacement product, they were unable to monitor their blood glucose and as result, the customer became hypoglycemic and experienced a symptom of dizziness. The customer was unable to self-treat and received treatment of insulin (type/dose unknown) injection by a healthcare professional for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Event description:
A customer called to report a delivery issue and due to not receiving the product, a medical event occurred. The customer initially reported on (B)(6) 2022, that the adc freestyle libre 2 reader would not turn on with the button pressed or with the test strips inserted. A replacement device was ordered however, the replacement product was not received. The customer called back on (B)(6) 2022 to report that due to a delivery issue involving the replacement product, they were unable to monitor their blood glucose and as result, the customer became hypoglycemic and experienced a symptom of dizziness. The customer was unable to self-treat and received treatment of insulin (type/dose unknown) injection by a healthcare professional for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer called to report a delivery issue and due to not receiving the product, a medical event occurred. The customer initially reported on 3-jan-2022, that the adc freestyle libre 2 reader would not turn on with the button pressed or with the test strips inserted. A replacement device was ordered however, the replacement product was not received. The customer called back on 31-jan-2022 to report that due to a delivery issue involving the replacement product, they were unable to monitor their blood glucose and as result, the customer became hypoglycemic and experienced a symptom of dizziness. The customer was unable to self-treat and received treatment of insulin (type/dose unknown) injection by a healthcare professional for the diagnosis of hyperglycemia. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strips. Visual inspection has been performed on the returned reader and no issues were observed. The reader did not turn on with button, strip, or usb (universal serial bus) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. An extended investigation was also performed on the reader. Performed a visual inspection on the returned reader and no issues observed. The battery voltage measured to be out of specification. A known-good battery was placed in the returned reader; observed returned reader did not power on with button press. Placed returned reader into the reader test fixture and applied pressure to microcontroller processor (mcp) observed the reader turned on. It was determined the cause of the reader power failure was due to a poor solder joint between the microcontroller processor (mcp) and the printed circuit board (pcb). Therefore, this issue is confirmed due to poor soldering of the mcp. All pertinent information available to abbott diabetes care has been submitted.